Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room(ER) and was subsequently hospitalized due to a blood glucose level of approximately 30 mg/dl, sweating, and seizures. Reportedly, the customer is taking prednisone which they believe to have caused the issue. The customer attempted to self treat elevated bg by consuming glucose tablets and honey in tubes. Upon hospital/ER admission, the customer was treated with glucose and a full meal which reportedly resolved the issues. System check with tandem technical support confirmed that the pump was functioning as intended. The customer was released 72 hours later with no permanent damage.